Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown procedure to treat a pertrochanteric femur fracture, an unknown proximal femoral nail antirotation (pfna) blade could not be detached from an impactor after removal of the pfna blade. There was no surgical delay or patient consequence reported. Surgical outcome is unknown. This report is for one (1) pfna blade perf l100 tan. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure to treat a pertrochanteric femur fracture, an unknown proximal femoral nail antirotation (pfna) blade could not be detached from an extraction screw after removal of the pfna blade. There was no surgical delay and patient consequence reported. Surgical outcome was unknown.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was conducted: device history lot part: 04.027.035s lot: l820689 manufacturing site: (B)(4) supplier: (B)(4) release to warehouse date: 26.mar.2018 expiry date: 01.mar.2028 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. A product investigation was conducted. Visual inspection: the pfna blade 03.010.411 is blocked on the mounting thread on the tip of the extraction screw for pfna blades. The pfna blade has various damages that occurred during the implantation time or during attempts to remove the blade from the instrument. A functional test and dimensional inspection cannot be performed because the devices are blocked together. Document/specification review: the relevant drawings were reviewed during investigation: conclusion: the complaint is confirmed as both devices are blocked together the complaint is confirmed for device interaction / unable to disassemble. The visual appearance of the blocked pfna blade shows that both devices were subjected to mechanical overload. The pfna blade has various damages that occurred during the implantation time or during attempts to remove the blade from the instrument. The inside attaching and locking mechanism of the pfna blade is damaged and not functioning anymore. All attempts to remove the blade from the extraction screw for pfna blade were unsuccessful. While remove of the pfna blade from the extraction screw the release must be done with a clockwise rotation as there is a left-hand thread. Further information on removing pfna blades is available in the surgical technique. Considering the available damages on the pfna blade and the high force blockage of both devices we determine the root cause for this issue to be user related. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (b)(64), 2019, during an unknown procedure to treat a pertrochanteric femur fracture, an unknown proximal femoral nail antirotation (pfna) blade could not be detached from an extraction screw after removal of the pfna blade from the patient. The blade was removed due to its size that is too long. The procedure was successfully completed using a correct size of blade from another set of instruments that was opened. There was no surgical delay and patient consequence reported.